Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information /investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bh145r - crile forceps cvd 140mm. According to the complaint description, jaw has broken during surgery while being used on a main vessel. Instrument has broken at the beginning of the male jaw just after the box lock. In one case, a cannula (antegrade cardioplegie cannula) got dislodged and needed to be re inserted causing blood loss and extra trauma to the ascending aorta during a minimally invasive mitral valve repair. An additional medical intervention was required. Another instrument was used instead. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch reports: bh145r: (B)(4). Bh145r: (9610612-2022-00158) (B)(4). Bh145r: (9610612-2022-00159) (B)(4).

Manufacturer narrative:
Additional information: b5 - linked cases clarified. Investigation: visual investigation: here we found the broken instrument on the jaw male. Additionally, we found discoloration on the surface of the product. Furthermore, we found corrosion on the surface. The cause of the damage is due to several factors that have led to the fracture. All the documented cases shows the same error pattern. We made a visual inspection of all products. The products shows these or similar deviations and / or damages.we found broken off jaws. Additionally we made a visual inspection of the fracture surface. Here we detected brown and dark discolorations and signs of an intercrystalline fracture. Furthermore we made a visual inspection of the broken off jaw and the fracture surface. Here we discovered also dark brown discolorations, cracks and signs of an intercrystalline fracture. Batch history review: batch history review is not yet available. In our regular sap system the device quality and manufacturin history records are not availalble for such old manufacturing dates regarind this manufacturing date. Therefore the DHR will be checked by the responsible manufacturing department at that time. If the review shows any conspicuities, the report will be updated and actions will be initiated. There are ten (10) similar complaints against the same lot number(s). The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: investigations lead to the assumption that the breakage was caused by stress-corrosion cracking. Possibly a pre-damage could caused due to a manufacturing deviation by unfavourable production-related circumstances, such as sharp-edged milling transitions, as well as critical material tensile stress conditions due to straightening work. It appears that the brown discolorations are rust / corrosion and the dark discoloration are signs of an old crack. Additionally it appears that the cracks are ferrite rusticities / ferrite microstructures. Due to the existing pre-damage or weak point, the reprocessing was fracture-triggering. Conclusion/measures: based upon the investigation results, the root cause of the problem is most probably reprocessing, design, or manufacturing-related. Based upon the investigation results, a change request was initiated.

Event description:
Update: associated medwatch reports: bh145r - (9610612-2022-00157) 400558022. Bh145r -(9610612-2022-00158) 400558036. Bh145r - (9610612-2022-00159) 400558208. Bh145r - (9610612-2022-00151) 400553675.